Manufacturer narrative:
(B)(4). Device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was not holding burrs and was getting hot. There was no delay in the scheduled in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: gtin is unavailable as the product made prior to compliance date;((B)(4). The date of manufacture was documented as unknown in the initial report and has been updated as feb 21, 2002. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device reflected heat with a reading of 104 degrees fahrenheit which is greater than manufacture specification (104 degrees fahrenheit; specified reading is temperature shall not exceed 103 degrees fahrenheit). Also the device was cosmetically unacceptable and the nose tube tip flared out. It was also observed that the bearings and gears in the back end were worn out and showed corrosion, the bearing and gear in the worn out mid-section and back end show corrosion which is consistent with creating heat from normal use. The flared out nose tube damage is indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube, and not normal wear and servicing and is caused from user error. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The reporter's information has been updated to reflect the correct information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.